Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case position. Using a hemostat to grasp the drive wire, the clip did successfully deploy on simulated tissue. A slight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The drive wire assembly was removed and a visual examination determined that the device was manufactured per the appropriate manufacturing specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved as reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined due to the condition of the returned product and because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions, such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a total of three (3) cook disposable hemostasis clips were used. The first clip broke (MDR 1037905-2013-00096) and the second clip would not deploy. The third clip was successfully used to complete the procedure. Our laboratory eval of both devices confirmed the drive wire has disconnected from the handle. This has been established as a reportable occurrence. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.